Event description:
It was reported that during aveir implant, the physician inserted an aveir introducer into the implant site and noticed that the introducer was sucking in air to the patient through the valve. Aspirating the excess air was attempted to be aspirated. The procedure was completed using an alternate introducer on (B)(6) 2026. The patient was stable.